Event description:
The customer observed falsely depressed calcium results generated on the alinity c processing module for one patient. The following results were provided: initial result 3.2 mg/dl, repeat 8.8 mg/dl. (Normal range 8.4-10.2 mg/dl) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed the alnty c-series cuvette dryer tip was not performing properly. Service replaced the part and the issue was resolved. No additional result issues have been reported since part replacement. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the alnty c-series cuvette dryer tip did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alnty c-series cuvette dryer tip were identified.

Event description:
The customer observed falsely depressed calcium results generated on the alinity c processing module for one patient. The following results were provided: initial result 3.2 mg/dl, repeat 8.8 mg/dl (normal range 8.4-10.2 mg/dl) no impact to patient management was reported.